Event description:
A talent stent graft system was implanted into a pt for the emergent endovascular treatment of a ruptured 7 cm abdominal aortic aneurysm. The aortic neck had 45 degree angulation. The vessels were mildly tortuous and mildly calcified. It was reported that due to the neck angulation and orientation of the device, it was difficult to cannulate the gate. The decision was made to convert the bifurcated stent graft to aorto-uni-iliac system. The remainder of the stent grafts were implanted; however, the pt expired while fem-fem bypass was being performed. The pt apparently bled out. No add'l info was provided (see MFR # 2953200-2010-00435, MFR # 2953200-2010-00436 and MFR # 2953200-2010-00437).

Manufacturer narrative:
(B) (4). Eval results: inherent risk of procedure (death). Pt's condition affected effectiveness of device (pre-operative ruptured aneurysm, angulated aortic neck, mildly tortuous calcified vessels). Failure to follow instructions (treatment of pre-operative ruptured aneurysm). Device failure lack of effectiveness related to pt condition (pre-operative ruptured aneurysm, angulated aortic neck, mildly tortuous and calcified vessels). User error contributed to event (treatment of a pre-operative ruptured aneurysm).